Manufacturer narrative:
Section h10: (d4) catalog number: 314-13-14, serial number: (B)(6), expiration date: 05-jul-2020, unique identifier (UDI) #: (B)(4); (d6a) if implanted, give date: (B)(6) 2016. (D10) concomitant devices: 300-10-15,4161260 - equinoxe replicator plate 1.5mm o/s; 300-20-02, 4021777 - equinox square torque define screw drive kit; 310-01-50, 4165427 - equinoxe, humeral head short, 50mm (beta); 320-06-38, 6613207 - glenosphere 38mm; g4: PMA/510(k)number: k113309. H3: the pain and glenoid loosening reported was likely the result of incomplete seating of the glenoid component during implantation due to either off-axis drilling of the peripheral holes relative to the center cage hole or inadequate drilling of the center cage hole during glenoid bone preparation, which allowed for the center cage to eventually wear through the polyethylene body leading to metal-on-metal contact between the center cage and the humeral head. H4: device manufacture date: 07-jul-2015.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 4 years postop the initial tsa, an older male patient presented to the surgeon with complaints of pain and loosening in glenoid. The surgeon performed a revision and found the poly had wear and ¿a hole in the middle¿ that was in line to where the center cage was. The cage was well fixed to the bone. Patient was last known to be in stable condition following the event. The surgeon requested the devices with intention of sending them to the manufacturer. Devices have not been received at this time. As reported, approximately 4 years postop the initial tsa, an older male patient presented to the surgeon with complaints of pain and loosening in glenoid. The surgeon performed a revision and found the poly had wear and ¿a hole in the middle¿ that was in line to where the center cage was. The cage was well fixed to the bone. Patient was last known to be in stable condition following the event. The surgeon requested the devices with intention of sending them to the manufacturer. Devices have not been received at this time. Photos were received.